Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are not feeling stimulation on both legs since getting the implant. Patient stated they saw a representative last week for reprogramming and they felt stimulation for a few days and then it went away. Patient reported today they are getting system error code 0x67255b81 on the handset when they went to check the status of implant. Patient stated they have to recharge the implant often and then need therapy on both legs. Patient services assisted patient with restarting the handset and patient is able to connect to the implant and therapy is on. Handset shows ins 40%, communicator 100% and handset 92% charged and code is gone. Agent consulted with technical services (ts) regarding services code. The troubleshooting steps that were taken on the call resolved the issue. Patient service reviewed device function and recommend patient monitor the device and call patient service for assistance if necessary.